Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant states "now has weeping peristomal skin has been cutting above wafer." Advised on how to use stomahesive powder and barrier wipes to crust affected area.